Event description:
It was reported that fracture was suspected on this right ventricular (rv) lead due to observed noise, sensing issues, high pacing thresholds and high out of range impedances. A chest xray was performed, and this rv lead was confirmed to have fractured under the clavicle. The physician deactivated this rv lead and will continue to monitor the patient with no current plans of surgical intervention. No additional adverse patient effects were reported.